Event description:
It was reported that during a stenting treatment procedure, a shaft broke. The 80% restenosed, eccentric, de novo target lesion was located in the mildly tortuous left anterior descending (lad) artery. After pre-dilation, a 12mm x 4.50mm taxus liberte stent was used to treat the target lesion. During the advancing of the stent the shaft broke approximately 60cm from the hub. The shaft was successfully removed with the guiding catheter. The procedure was completed with another of the same device. There were no reported patient complication and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections as a result of a break in the shaft approximately 681mm distal from the catheters strain relief. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft broke. The 80% restenosed, eccentric, de novo target lesion was located in the mildly tortuous left anterior descending (lad) artery. After pre-dilation, a 12mm x 4.50mm taxus liberte stent was used to treat the target lesion. During the advancing of the stent the shaft broke approximately 60cm from the hub. The shaft was successfully removed with the guiding catheter. The procedure was completed with another of the same device. There were no reported patient complication and the patient's status was stable.